Manufacturer narrative:
Pump unable to download to the care link software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Unit had cracked reservoir tube lip.

Event description:
The health care provider reported that he was having issues downloading customer's information. The health care provider stated that he was getting test failed and that the device was not found on a selected port. Troubleshooting was done. Customer's blood glucose was 116 mg/dl. Advised health care provider the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.